Event description:
It was reported that the system 6800 would not boot initially. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Software was reloaded. The system was tested and found to be working as intended and placed back into service.